Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original box. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device came with 2 other units on their sealed pouch and the original box was returned as well. It was observed that the distal section of the device is kinked, also presents part of its coating missing and some coils are jumped on the distal section. Overall length and outer diameter of distal tip, middle of the device, and proximal section are all within specificaitons. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-aug-2018. It was reported that difficulties tracking the catheter over the wire was experienced and guide wire deformation occurred. After a 035/260 amplatz super stiff¿ guide wire was advanced, a 035 non-bsc drug-coated balloon (dcb) was back-loaded over the wire. However, the non-bsc dcb suddenly became stuck on the wire and was unable to advance. The physician then withdrew both the dcb and guide wire and noted that the guide wire had a prominence which probably cased the problem. The procedure was completed with another of the same guide wire and a percutaneous transluminal angioplasty balloon catheter. No patient complications were reported. However, returned device analysis revealed a part of the guide wire's coating was missing.